Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a blank display. Customer's blood glucose was 145 mg/dl. Troubleshooting was performed. The device had no physical damage; it wasn't dropped, bumped, or exposed to moisture. The device turned on with a new battery and the device alarmed failed battery test. Troubleshooting was performed for the alarm and the device continued to alarm after a new battery was inserted and the battery compartment was cleaned. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.